Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Patient reported a left side rupture. Device has been explanted.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed more of three openings on anterior assessed as surgical damage. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.